Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result on the (B)(6) 2021. Negative rapid antigen test the same day. Asymptomatic. Fully vaccinated since (B)(6) 2021.